Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the device became jammed and was unable to deploy the second band. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.